Manufacturer narrative:
Reporter is a j&j sales representative. The subject device is received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Visual inspection: the scrdriver-hex-small w/hold-sleeve (p/n: 314.020, lot #: 2168) was returned and received at us cq. Upon visual inspection, it was observed that handle of the complaint device broken in to pieces. However, the reported condition for fell apart could not be confirmed. No other issues were observed with the complaint device. Functional test: a functional test was not able to perform. But it was evident from the visual inspection that the handle component of the device broke off. Dimensional inspection: a dimensional inspection was not performed on the complaint device due to the post manufacturing damage. Document/specification review since the exact manufactured date of the device was not identified, the current revision of drawings was reviewed. Screwdriver: se_481096, rev h. No design issues or discrepancies were identified. Investigation conclusion: the overall complaint was confirmed as the device condition was consistent with the complaint description. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause for the breakage could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part/lot combination is not valid, therefore the DHR could not be completed. If the device is returned or the lot number is confirmed the DHR will be revisited. No DHR review possible for group "synthes trauma - mfg - DHR - (B)(4)". A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure (B)(4) no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an open reduction internal fixation (orif) of distal tibia, small hexagonal screwdriver handle fell apart in surgeon's hand while tightening a screw. The driver parts were all in surgeon's hand and none fell into the wound. Procedure was completed successfully using another screwdriver and no surgical delay. Concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) scrdriver-hex-small w/hold-sleeve. This is report 1 of 1 for complaint (B)(4).